Event description:
Procedure type: laparo oophorocystectomy. According to the reporter: during the case a blue piece of either device fell into pt cavity. It might be a piece of 5 mm outer cylinder. The piece could be retrieved. No bleeding. No tissue damaged. Not extended more than 30 minutes. No pt info available. No pt injury was reported.

Manufacturer narrative:
(B)(4).